Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Lot manufactured from 10/08/2014 to 10/09/2014. The device was received for evaluation. Visual inspection identified that the blue winged luer cap was untightened. The blue winged luer cap was hand tightened by manually rotating the cap until the cap could no longer be rotated. Functional leak testing was performed with no issues noted related to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked. This was noted before use. It was reported that the blue winged luer cap had been tightened after filling. There was no patient involvement. No additional information is available.